Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having skin reaction issues with the sensor on the abdomen and was hospitalized because of it on (B)(6) 2019. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis, the transmitter will return.